Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced coupling on vacuum manifold assembly on integrated suction regulator to resolve the issue. No report of patient involvement. Unique identifier (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of maximum suction. There was no report of patient involvement.